Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via a merlin@home transmission showing non-sustained lead noise due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were recommended.